Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0237629, medical device expiration date: 2023-08-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0244684, medical device expiration date: 2023-08-31, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd posiflush¿ normal saline syringe from lot 0237629, and 1 syringe from lot 0244684 had difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2 more lot numbers 0237629 and 0244684. We are finding random syringes that are very difficult to compress. Date of incident (B)(6) 2021, no patient harm"

Event description:
It was reported that 1 bd posiflush¿ normal saline syringe from lot 0237629, and 1 syringe from lot 0244684 had difficult plunger movement. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "2 more lot numbers 0237629 and 0244684. We are finding random syringes that are very difficult to compress. Date of incident (B)(6) 2021, no patient harm".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0237629. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be performed by our quality engineer team. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident.